Event description:
It was reported that a home patient failed to follow therapy steps during peritoneal dialysis (pd) therapy. The patient was connected during setup without priming. The caregiver then disconnected the patient to prime the supplies. The patient was then reconnected to get into the initial drain. The technical service representative explained the error and assisted in removing the set. The patient would start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error during the set up stage, where the patient line had not been properly primed prior to connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.